Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after multiple teflon infusion set failures and requested a switch to steel contact detach infusion sets; a goodwill order of contact detach 23 in 6 mm sets was arranged and back-up subcutaneous insulin via pen was used. Symptoms included elevated blood glucose reaching 400 mg/dl for most of the day without ketone testing, medical intervention, or acute complications. Outcomes included temporary impairment requiring corrective insulin dosing and a change in consumable accessories. Investigation included product use review and user interview. Investigation of this case revealed that the specific cause of the high glucose event could not be determined. It was concluded that a contributory device issue related to infusion set performance could not be confirmed and education and replacement supplies were provided.